Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 22mm amplatzer p.I. Muscular vsd occluder was selected for implant. During deployment a "cobra" formation was noted and the physician re-sheathed two times before exchanging for another 22mm amplatzer p.I. Muscular vsd occluder. No patient consequences were reported.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.